Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) haptic bent. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. Only the device was returned. The reported "bent haptic" is observed on the returned photo. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Lens case returned. No iol returned. Photo review: photo 1) shows an activated company device. The plunger appears to be fully advanced outside the nozzle tip. Photo 2) shows an iol on top of a lens case base. Both haptics appear to be bent/deformed and the optic appears to be damaged. The product investigation could not identify the root cause for the reported complaint "bent haptic". Based on our observation of the attached photo, the lens is in the lens case base, the lens is pressed against lens case posts, both haptics appear to be bent/deformed and the optic appears to be damaged. Only the device was returned for evaluation. No lens was returned. The position of the plunger and the lens in the device cannot be confirmed. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).